Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The malfunction did not occur during pt use. The covidien customer support engineer (cse) inspected the device and replaced the graphic user interface (gui) communications liquid crystal display (lcd) panel. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).